Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. Instead, zoll was provided lot number 2919b. Five pairs of retained samples with lot number, 2919b, were pulled for testing. The samples were put through extensive testing which included readiness testing, 30 joule self-testing, electrical testing, and impedance testing without duplicating the report. Visual inspection found that the retained samples were assembled within specification. Continuity checks were found to be acceptable. Finally, the device history record and the device medical record were reviewed with no discrepancies found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.